Event description:
It was reported that the patient's inflatable penile prosthesis cylinders and pump were replaced for unknown reasons. The patient had a lot of scarring. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.